Event description:
It was reported that a patient underwent a laparoscopic ipom incisional hernia repair on (B)(6) 2012 and mesh was implanted. Approximately, six months post operative the patient developed a bulge in the area. A CT scan was done which confirmed a recurrent hernia. The patient opted to wait for the reoperation and the surgery was done on (B)(6) 2013. During the procedure, it was noted that the mesh had slipped and was covered with adhesions. The mesh was completely removed and the defect was repaired with a different mesh.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The actual device was returned for evaluation. The excised mesh was covered by extensive adhesions. No straps or fixation points were visible due to the long implantation time of 17 months. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.